Event description:
The concentric retriever tip detached after physician torqued (turned) the device at least 10 times. The instructions for use instructs the physician not to torque the device more than 5 times. There were no clinical sequelae associated with this event.